Event description:
Customer is reporting unexpected negative reactions when testing a pt using the aborh assay, following a transfusion. Customer stated that the pt was initially tested in 2007 using the aborh assay on galileo and the results confirmed that the pt was type b positive. The pt rec'd 2 units of b negative blood and was retested 4 days later with the aborh assay. The sample results were b negative. Retesting the sample returned a positive weak_d result.

Manufacturer narrative:
Images for the assay reporting unexpected negatives were retrieved. Examination of the images for the aborh assay showed reactions consistent with b negative results. Customer does not have any sample to return for investigation testing. It was explained to the customer that even though the sample originally tested as b positive during initial testing the positive performance of the weak_d indicates the event was likely sample related. It is possible a mixed field reaction was present. According to the operator manual, "the galileo does not differentiate mixed field reactions."